Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture due to dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lead. There were no patient consequences.